Event description:
Event description guidant received information that this ventricular lead had no capture and no sensing in bipolar mode. There was capture in unipolar mode but no sensing. The doctor suspects subclavian crush.